Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the ipg was deployed but was unable to capture the right ventricle. Several attempts were made to retrieve the ipg for re-deployment but were unsuccessful. Subsequently, the patient developed a tamponade with no palpable pulse and cardiopulmonary resuscitation was started. The patient was intubated and take to the operating room for a pericardial window procedure. The ipg remains in use. No further patient complications have been reported as a result of this event.